Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type: lead, product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for unknown indications. It was reported that a revision was performed, and one lead became difficult to steer, so it was replaced. There were no further complications reported or anticipated.

Manufacturer narrative:
Product ID 977a260, serial# (b)(5), product type: lead. Product ID 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause of the lead migration was undetermined. Patient never stated if she fell or anything happened along those lines. No further complications were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), product type: lead; product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that lead migration was the cause of the revision. The rep reported that the cause of the difficulty steering the lead was undetermined. The rep reported that the lead was pulled down during the revision and it lost its steer ability. The lead was discarded. No further complications were reported.